Manufacturer narrative:
H4: the lot was manufactured from april 03, 2020 - april 06, 2020. H10: the actual device was not available; however, sixty-one (61) companion samples were received for evaluation. Visual and magnified inspection were performed which found four (4) devices with loose particulate matter (pm) inside the connector, one device with loose pm on the cap area and one device with cap abraded thread area. The reported condition was verified in six (6) samples. The cause condition could not be determined. The abraded thread was potentially due to the initial improperly threading cap unto the connector. Visual and magnified inspection did not identify any particulate in the remaining fifty-five (55) samples. The reported condition was not verified for the 55 devices. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
This event occurred "within one month" (unspecified). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that foreign material was observed in the fluid path of sixty-one (61) 500ml eva (ethyl vinyl acetate) tpn (total parenteral nutrition) bags. The foreign material was further described as black or white. This was identified before use. There was no patient involvement. No additional information is available.